Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic hernia surgery, at dissection, the valve seal was damaged. The seal on the trocar leaked air. There was no patient injury.